Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device detached prematurely. The customer felt hypoglycemic with symptoms of high fever and slurring words. The customer experienced loss of consciousness and treated with lucozade drink and chocolate by third-party. There was no report of death or permanent injury associated with this event.